Event description:
Doctor opened the kit and noticed that that catheter that goes over the needle (introducer) was defective. The catheter necked down to a small diameter which is defective. The catheter from what the doctor explained should be the same diameter across the entire length of the catheter. Defect was noticed before the kit even touched the patient.